Event description:
The customer received a blood glucose reading of 21mg/dl on the contour. Her lab reading was 190mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. A new kit was sent to the customer.